Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient presented s/s (signs & symptoms) of a reaction two (2) days after starting treatment. Attending dentist recommended to stop usage of device immediately. Dental history includes orthodontic braces and retainers, crowns (unknown location), and grinds/clenches teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.